Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope air/ water tube, air/water cylinder and jet tube had whitish foreign material. The light guide lens and bending section cover adhesive had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Based on the investigation results, olympus confirmed the adhesion and clogging of material at the following locations: the air/water channel, air/water cylinder, auxiliary water channel, light guide lens, and the glue of the bending section cover or distal sheath (black covering of the bending section). A definitive root cause cannot be determined. However, it is likely that the foreign material was not removed since reprocessing was not conducted properly due to leakage from the s-cover packing. The events can be detected and prevented in accordance with the following instructions for use (IFU). Gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.